Event description:
"Pelvic mesh products" were implanted on (B)(6) 2008. It was reported that as a result, the patient, "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities and/or economic damages."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.